Manufacturer narrative:
Pump passed functional testing, including the operating currents test,self test, restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No alarm noted. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly throughout the night. The customer's blood glucose reading was 452 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.